Event description:
It was reported that during pre use check the cardiosave intra-aortic balloon pump unit required maintenance. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information: e1(event site state: (B)(6), event site email: (B)(6)) additional point of contact: name:(B)(6) department: (B)(6) occupation: (B)(6) it was reported that cardiosave intra-aortic balloon pump (iabp) iabp may required maintenance message. A getinge field service engineer evaluated unit and confirmed iabp may require maintenance (2nd occurrence in the same month). Previously, vacuum was at -320mmhg. Calibrated and unit was ok. Now, previous calibration did not register. Vacuum regulator is faulty. Fse replaced drive regulator, pneumatic fittings, tubing, clear polyurethane, 0.062" i.d. Parts replaced and calibration done. All after repair checks done. No issue found. Equipment save to use. There was no patient involvement.

Event description:
N/a